Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula issue on (B)(6) 2026. The patient noticed symptoms within threee hours of insertion at the abdomen.the patient experienced hyperglycemia and received treatment with correction injection via mutiple daily injection. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3